Event description:
Pt 1 initial co2 result of 43 meq/l. Same sample repeated recovered 25 meq/l. Pt 2 initial co2 result of 43 meq/l. Same sample repeated recovered 34 meq/l. Initial results were not reported. The field service representative determined there was a problem with the cell rinse mechanism tubing. The instrument was repaired. The user reports no further occurrences.